Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose level of 480 mg/dl and ketones. Cause of the event was unknown. Customer treated their bg with a bolus via the pump and then was administered intravenous fluids of saline and insulin to address the issue. Tandem technical support (cts) conducted a full pump system check and verified that the pump was functioning appropriately. Customer declined further follow up from cts nor provided a discharge date from the hospital.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.